Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had urinary tract infection while using the purewick female external catheter. Patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for the urinary tract infection.

Event description:
It was reported that the patient had urinary tract infection while using the purewick female external catheter. Patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and states the following: "indication for use: the purewicktm female external catheter is intended for non-invasive urine output management in female patients. Contraindications: ¿ patients with urinary retention warnings: ¿ do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow. ¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: ¿ not recommended for patients who are: ¿ agitated, combative, or uncooperative and might remove the purewick tm female external catheter ¿ having frequent episodes of bowel incontinence without a fecal management system in place ¿ experiencing skin irritation or breakdown at the site ¿ experiencing moderate/heavy menstruation and cannot use a tampon ¿ do not use barrier cream on the perineum when using the purewick tm female external catheter. Barrier cream may impede suction. ¿ proceed with caution in patients who have undergone recent surgery of the external urogenital tract. ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewick tm female external catheter. ¿ maintain suction until the purewick tm female external catheter is fully removed from the patient to avoid urine backflow. Recommendations: ¿ perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. ¿ prior to connecting the purewick tm female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. ¿ ensure the purewick tm female external catheter remains in the correct position after turning the patient. Remove the purewick tm female external catheter prior to ambulation. ¿ properly placing the purewick tm female external catheter snugly between the labia and gluteus holds the purewick tm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick tm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and states the following: "indication for use: the purewicktm female external catheter is intended for non-invasive urine output management in female patients. Contraindications: ¿ patients with urinary retention warnings: ¿ do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow. ¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: ¿ not recommended for patients who are: ¿ agitated, combative, or uncooperative and might remove the purewick tm female external catheter ¿ having frequent episodes of bowel incontinence without a fecal management system in place ¿ experiencing skin irritation or breakdown at the site ¿ experiencing moderate/heavy menstruation and cannot use a tampon ¿ do not use barrier cream on the perineum when using the purewick tm female external catheter. Barrier cream may impede suction. ¿ proceed with caution in patients who have undergone recent surgery of the external urogenital tract. ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewick tm female external catheter. ¿ maintain suction until the purewick tm female external catheter is fully removed from the patient to avoid urine backflow. Recommendations: ¿ perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. ¿ prior to connecting the purewick tm female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. ¿ ensure the purewick tm female external catheter remains in the correct position after turning the patient. Remove the purewick tm female external catheter prior to ambulation. ¿ properly placing the purewick tm female external catheter snugly between the labia and gluteus holds the purewick tm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick tm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had urinary tract infection while using the purewick female external catheter. Patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.